Event description:
The reporter stated that a pt was undergoing a right foot bunionectomy when the integra screw implant head cracked. The screw was retained in the pt. An add'l screw was placed at a diagonal to the cracked screw.

Manufacturer narrative:
Integra received a copy of the uf/importer report #310001-2012-0003 from the user facility which they filed with FDA. The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.